Manufacturer narrative:
Follow up 02-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. L1ever. The reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined. Therefore no meddra lit can be provided. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and a had to have a hysterectomy performed. This event is serious due to medical importance and listed in the reference safety information for essure. If essure removal is required, surgery (hysterectomy or salpingectomy) may be necessary. Although, in this case, the reason for hysterectomy was not provided, given events nature, causal relationship with suspect insert cannot be excluded and since an intervention was required probably for essure removal, this case is regarded as incident. Additionally, non-serious event was reported. According to technical analysis, a product quality defect could be confirmed but is considered plausible. No further information can be obtained.

Event description:
This is a solicited case report received from a non-health professional in united states on 19-may-2016 which refers to a female consumer of unspecified age who was involved in an active online listening, (B)(6)(B)(6). It was reported the consumer had to have a hysterectomy performed and experienced numbness in much of her body. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and a had to have a hysterectomy performed. This event is serious due to medical importance and listed in the reference safety information for essure. If essure removal is required, surgery (hysterectomy or salpingectomy) may be necessary. Although, in this case, the reason for hysterectomy was not provided, given events nature, causal relationship with suspect insert cannot be excluded and since an intervention was required probably for essure removal, this case is regarded as incident. Additionally, non-serious event was reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.